Event description:
The manufacturer received information that a rep dreamstation auto bipap device had black particles coming out of the humidifier. Reportable since device issue/event has or may have caused or contributed to a death. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.